Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, upon interrogation the pulse generator exhibited undersensing on the right ventricular sense amp. The device was reprogrammed to unipolar sensing and the patient would be monitored,

Event description:
New information states that the patient was asymptomatic and was in good condition post event.